Manufacturer narrative:
A product sample was not returned for evaluation. The information received from the reporter indicates that the device did not contribute to the event. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. (B)(4).

Event description:
A customer reported that a patient experienced macular edema after a vitreoretinal surgery. The reporter informed that the event was related to post operative inflammation and that the device did not contribute to the event. Patient outcome improved. There is no additional information available at this time.